Event description:
Bilateral capsulectomies with removal of gel implants. No replacement right implant leaking. Right capsule thin. No calcification. No siliconenus. Left breast explant intact. Left capsule thin, no calcification, no siliconenus.